Event description:
It was reported that a patient presented with movement or dislodgement noted on the left ventricular (lv) lead, resulting in high capture thresholds. The lv lead was confirmed to have dislodged during a routine procedure for a generator change. It could not be confirmed at this time whether the lv lead was re-positioned or addressed during the existing generator change procedure or if further intervention on the lv lead was anticipated. There were no reported patient complications.

Manufacturer narrative:
Further information was requested but was not unavailable at this time.